Event description:
The customer wanted to troubleshoot the insulin pump to make sure it was working properly. The customer stated that he had an illness that caused him to have high blood glucose levels, which he was hospitalized for. The call got disconnected before any troubleshooting could be conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.